Event description:
During a procedure, the system displayed a device port overheat message that could not be resolved. The system was unable to be utilized, and the procedure was aborted. There was no report of a pt injury; however, the MFR is filing this as surgical intervention due to the potential add'l treatment as a result of incompletion of the case.